Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/21/2023. H6 component code: g07002 no device problem found. Additional information: d4, d9, h3, h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual analysis of the returned sample determined that it was received one empty opened foil, one empty folder and one petry dish with some suture pieces that pertain to the product code nw9262. As per the inspection of the sample, it was noted that the suture has started with the degradation process, due to the time of exposure of sutures to the environment could not be determined. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed due to handling. Per the sample condition, the functional test cannot be performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a splenectomy on (B)(6) 2023 and suture was used. During the procedure, when the surgeon took the bite in the rectus sheath, he found that the suture was broken. The procedure was prolonged half an hour. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? Ans: no. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Ans: no. What tissue was being sutured when the event occurred? Ans: facia layer. Was additional dissection required in other organs/tissues other than the target tissue? Ans: no. Was there any change in the patient¿s post operative care due to the prolonged procedure? Ans: no.